Event description:
It was reported by the affiliate that (2) devices were using during a laparoscopic gastrectomy procedure. It was reported that the tlc75 instrument locked out on the second fire after the cartridge was changed. The case was completed with a new instrument. There was no consequence to the patient.